Event description:
Received information that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 120 units. There was no impact to the customer's blood glucose level. Tandem technical support assisted the customer successfully load a new cartridge and resume insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.